Manufacturer narrative:
Device UDI# is: (B)(4).

Event description:
The customer reported that the heartstart mrx was expereiencing interference when acquiring pads EKG. There is no indication of negative patient impact.